Manufacturer narrative:
Possible high voltage lead issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of low hv lead impedance and aborted therapy due to possible hv lead issue, MFR number 2938836-2013-05944.it was reported that the patient presented in the emergency room after reportedly receiving several high voltage therapies. Upon review, the right ventricular lead exhibited low, high voltage impedance and an alert for possible high voltage lead issue was noted. The patient's device triggered an alert for high voltage circuit damage. Further review noted the right atrial lead exhibited noise and low pacing lead impedance. Unsuccessful high voltage therapy was also noted. It is unknown if the therapy and unsuccessful therapy was caused by the right ventricular lead or implantable cardioverter defibrillator. The device was explanted on (B)(6) 2018 and both leads were capped. A temporary life vest was provided to the patient. The patient was stable but noted feeling post procedural pain due to the explanted device was sub-muscularly implanted.